Manufacturer narrative:
(B)(4). (B)(6). The sample was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drug was not delivered from an infusor. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.